Event description:
It was reported that this left ventricular (lv) lead was explanted for an unspecified reason and was successfully replaced. No additional adverse patient effects were reported. This lv lead has not been returned for analysis.